Event description:
It was reported that the customer was changing the sensor and saw that the needle was stuck in her body. The customer was unable to remove the needle hub. Advised customer to remove the tape and the needle at the same time, and she was then able to remove the needle. Advised that replacement sensors would be sent. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.